Manufacturer narrative:
(B)(6). Method: on (B)(6) 2011 we received the complaint CPAP device and conducted a visual examination and performance testing. Attempts were made to obtain further information from our distributor about the patient and the environment in which the device was being operated. Unfortunately we were not able to obtain any additional information. Results: the exterior of the CPAP unit was stained and black dust/soot was observed about the casing and on the heater plate. The intake filter, which is usually white in colour, was black and was full of what appeared to be soot. Power was applied to the unit it started and worked normally. The unit passed all relevant functional tests required for this product. The unit was opened for further investigation. Evidence of the black dust/soot was observed on the foam parts in the air box and on the foam of the intake path in the lower case. The interior of the unit had a strong, smoky smell. Conclusion: the cause of the 'black substance' lies in whatever the CPAP unit has absorbed from its surroundings, and has not been generated by the unit itself. Based on our investigation results, it appears that the unit has been in close proximity to an open wood/coal burning fire and as the unit draws air in, particles of soot have ended up in the intake filter and spread throughout the unit, creating the 'black substance' observed by the patient. When CPAP unit is operating, anything in the immediate surroundings that is producing a strong smell or emitting soot or smoke (from heavy cigarette smoke or an open fire for instance) can affect the condition of the unit. The unit was functioning normally and has actually protected the patient by filtering out as much of the soot as possible. Our user instructions which accompany the hc604 CPAP humidifier state the following: "replace the air filter when it becomes significantly discoloured, at least once every three months or after 1000 hours machine run time."

Event description:
A distributor in ohio reported that a patient had alleged that their hc604 CPAP humidifier was "putting out a black substance" and that it had "made its way" to their lungs and was causing discomfort. No further information was available as to the exact nature of the 'discomfort' reported by the patient.